Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s current blood glucose value was 478 mg/dl. The customer experienced symptoms such as lethargic due to high blood glucose. The insulin pump was not on auto mode at the time of incident. Troubleshooting was performed. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.